Event description:
While at the customer site performing preventive maintenance on the customer's fc 500 flow cytometer, the field service engineer (fse) observed that the tarpon amp boards at the fl3 and fl4 were generating errors. There was no report of erroneous patient results associated with the event. There was no reported death, injury or change to patient treatment.

Manufacturer narrative:
Patient information is not applicable. There was no impact to patients as a result of this event. The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse replaced the tarpon amp boards at the affected locations (fl3 and fl4). Upon further review, this complaint was reassessed and will be reported late as it was determined that this event was in scope of the tarpon amp board recall. Bec is filing an MDR for this event based on the FDA classification of the (B)(6) 2018 urgent medical device recall as a class I recall on (B)(6) 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier (B)(4).